Event description:
The customer reported the system will not make an exposure and is displaying a cassette door is open message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the spring stop plungers on the cassette door. System operates as intended. (B)(4).